Event description:
The customer reported that, during a code, the defibrillator did not initially discharge on a patient who went into vfib. After this first attempt, the user switched to paddles and delivered one shock to the patient which converted the patient's vfib. No other defibrillator was necessary. The ICU director stated that this very brief delay in delivery of energy had no impact on the patient, who was successfully resuscitated with the defibrillator.